Event description:
A malfunction alarm with the code "malf 12" was reported, but no significant events occurred before it. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided pump reset instructions, assisted with resetting the pump, and confirmed that the malfunction code did not recur post-reset. The customer was informed to continue using the pump and to contact support if issues reappear, acknowledging and understanding the instructions.